Manufacturer narrative:
The unit was received with a blank display due to a corroded battery cap contact. The unit was tested with a good battery cap and passed all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no blank display and no battery anomaly alarm during testing. No damage was found on the c13/lcd isolation tape. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a corroded battery tube, and cracked battery tube threads.

Event description:
The customer called in to report that the batteries were not lasting and the device had a blank display. The customer's blood glucose level was 120 mg/dl. The customer inserted a new battery into the insulin pump and the display returned. The customer reported receiving a battery out limit alarm and multiple failed battery test alarms. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.